Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical research manager that the patient had been admitted to the hospital with signs of a "possible pump dysfunction". The patient was reportedly receiving a yellow wrench, red heart, and power limit advisory alarms. Waveforms were submitted for analysis and anomalies were noted indicating a possible motor issue. Vent filter analysis was indicative of main bearing wear. Approximately one week later, a decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.